Manufacturer narrative:
H10: the device was returned to bd for evaluation. The investigation was identified for break. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11: b5, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr135510 pta balloon dilatation catheter allegedly broke after one inflation. This information was received from one source. One patient was involved and there was no reported patient injury. Patient was a 98 year old female, weighing 50 kgs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr135510 pta balloon dilatation catheter allegedly broke after one inflation. This information was received from one source. One patient was involved and there was no reported patient injury. Patient was a 98 year old female, weighing 50 kgs.

Manufacturer narrative:
H10: tthe lot number for the malfunction was provided and a lot history review was performed. The device was returned to bd for evaluation and trending device code has been updated ( 1069 - break, 2923 - dislodgement, 2923h - marker bands, 2976 - material deformation). The investigation was identified for break. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr135510 pta balloon dilatation catheter allegedly broke after one inflation. One patient was involved and there was no reported patient injury. This information was received from one source. Patient was a (B)(6) female, weighing (B)(6).